Event description:
During a lobectomy procedure, the device locked out in the middle of the 4th firing. Then fired forcibly, and broke. It was completed by additional sutura. There were no adverse consequence to the patient.